Event description:
The customer said there was a loose connection, and they could not see clearly while using the olympus video system center. No patient injuries were reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.